Event description:
Packaging malfunction - customer reported ((B)(6) hospital) reported that they received 10 each sterile suction wands and 5 had the sterile seal breached. No use with pts has been reported at this time by any recipients of these suckers however inadvertent use may have occurred. A recall was initiated on 10/05/2011. (B)(4).

Manufacturer narrative:
Ibc suction wand part # 1990s was manufactured in april of 2011, lot number 041811-2065. A total of (B)(4) were finished and placed into inventory. In (B)(6) 2011 terumo corp ordered (B)(4) and they shipped. In (B)(4) terumo returned these to ibc and asked us to box these (B)(4) inside (B)(4). This was done and they were shipped back to terumo. Terumo then shipped these to various customers and we received the call from one of these customers on (B)(4) 2011 stating that the pouch seals were breached on (B)(4) pouches. This is what initiated this recall. Terumo provided the list of all customers they shipped to and they returned (B)(4) from their inventory unused. The balance of (B)(4) each went to hospitals and they have all been contacted with return instructions. The (B)(4) district office of the FDA was notified of this on (B)(4) 2011. An evaluation of devices from the same lot is underway. When this step is complete we will then start evaluating product returned as a result of the recall. A follow-up report will be submitted when all evaluations are completed.